Event description:
New information notes that subsequent to the event, a remote transmission was received for non-sustained lead noise due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. Recommended reprogramming changes were not made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented for follow up with a device that was post-paced t-wave oversensing. The oversensing was noted on a stored egm. Programming changes were made.